Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'downstream occlusion all the time' which were verified through a review of the event history log but not reproduced during evaluation as the service passed downstream occlusion test. The reported condition was verified. The cause was determined to be an out of specification force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'delivered differed from what it indicated' could not be reproduced during evaluation as the device passed the flow accuracy testing. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had the amount of medication it delivered differ from what it indicated that it had delivered. It was reported that an infusion of 500 ml normal saline was run over 1 hour. The pump volume displayed that it had infused 500 ml but still had about 200 ml left in the bag. It was also reported that the device frequently alarmed downstream occlusion yet intravenous (IV )and tubing were assessed and there was prompt blood return and tubing was clear . The event happened during delivery at the treatment room of the rheumatology clinic. There was no known patient injury or medical intervention associated with this event. No additional information is available.